Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set issue in which the housing was inadvertently removed with the set, leading to an improperly deployed or incompletely connected infusion set and resultant lack of insulin delivery to the body despite pump dosing; blood glucose rose to 399 mg/dl for a few hours and later trended down after set replacement. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact on blood glucose control without need for medical intervention, hospitalization, or back-up therapy. Investigation included troubleshooting and user education, including replacement of the infusion set and confirmation of return to target range with no further issues. Investigation of this case revealed that incorrect infusion set installation or connector attachment likely interrupted insulin infusion, which resolved after changing the set. It was concluded, based on previously established findings for similar reports, that user technique during infusion set deployment was the most probable cause.